Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the patient was due for a refill on (B)(6) 2017 but they still hadn't found a managing healthcare professional (hcp). It was indicated that the patient wasn't hearing any alarming. It was noted that the patient¿s body always hurt and a couple of days ago from (B)(6) 2017 the patient¿s whole body started hurting and got worse, the patient had shakes, and was unable to sleep. No interventions were mentioned. The patient was redirected to inquire when the patient would start alarming and be out of medication. Physician listings were requested. No further complications were reported.